Event description:
It was reported patient underwent a knee revision procedure on (B)(6) 2014 of competitor product. During the procedure, the adjustable knob on the resection guide was stuck and could not be adjusted. Surgeon continued to use the resection guide in order to complete the procedure. It was further reported the first cut was not entirely accurate.

Manufacturer narrative:
This follow-up report is being filed to relay the results of the device evaluation and to provide additional information which was unknown at the time of the initial medwatch. Based on this investigation, the part left biomet in a conforming condition and it appears that the part was cleaned and reassembled incorrectly following the cleaning process, which caused the instrument to not function as intended. There are warnings in the package insert that state that this type of event can occur: under preparation and assembly¿, is the statement ¿after cleaning/disinfecting, the disassembled instruments should be reassembled and placed in their proper locations in the instrument cases.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Correct manufacture date is may 01, 2010.